Event description:
The patient was in the process of having an angiogram when it was noticed that the guidewire, being removed from the sheath, had broken off at the tip. The wrapping around the guidewire had unraveled. Approximately 25 mm of the guidewire was missing. Fluoroscopy revealed the guidewire fragment had embolized to the femeral artery bifurcation. The surgeon was notified. Heparin 2500 u was given IV. The wire was removed in surgery shortly after the angiography via external incision adjacent to the affected area. The patient tolerated the procedure well.